Event description:
The patient contacted animas on (B)(6) 2012 reporting that the buttons on the keypad were not always responding. The issue was not resolved with troubleshooting. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the keypad was intact. The up arrow, down arrow, contrast, and ok keypad buttons were intermittently responsive. The keypad was removed to find contamination under all the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.